Manufacturer narrative:
This report is submitted on may 17, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.